Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) that on (B)(6) 2017 they were experiencing too much stimulation in their legs and not enough in the back. The rep. Reprogrammed the consumer to get better back coverage with the consumer being pleased with the outcome. In addition to reprogramming the rep. Educating the consumer on the patient programmer (pp) since they weren¿t turning stimulation up or down because they weren¿t sure how to use it. Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.